Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted products will not be returned per hospital policy and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D2b: lgw - qrb d6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50 , serial: (B)(6), batch: 293560, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted products will not be returned per hospital policy and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.